Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reason. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reason. A new inflatable penile prosthesis consisting of 18 cm x 9.5 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated this was an original implant surgery.